Manufacturer narrative:
(B)(4). Batch #t93z7d. Additional information was requested and the following was obtained: did the white tissue pad break off? After some use, the pad became detached. Did the patient experience any adverse consequences due to this issue? No procedure tlh with a register. No adverse outcome for the patient. The failure happened after 20 minutes to ½ hour on the surgeon¿s side. The surgeon felt he was using it appropriately. They were using the advanced hemostasis mode when the issue arose. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was report that white, maybe insulation, came off of the tip.